Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the leak check was performed prior to use, however leakage of the cuff was found during use. No information available regarding length of time in use. No adverse health outcome resulted from this event.

Manufacturer narrative:
The reported tracheostomy tube was returned for product evaluation. The sample was received outside its original packaging. Visual inspection of the returned device found no abnormalities or defects. The device was given functional testing and an air leak was detected at the area between the one-way valve and the pilot balloon. The manufacturing facility determined during their investigation that the issue was most likely caused by the solvent between these components not drying completely during assembly. In order to address the potential for the root cause identified, the manufacturing facility has implemented use of an air system during this part of manufacturing. Once the one-way valve and pilot balloon are assembled together, the one-way valve is connected to the air system. The air system fully dries the solvent applied between the one-way valve and the pilot balloon and ensure the components are fully bonded. This action was implemented on 16 october 2015; however, as no lot number was provided, there was no evidence to confirm that the product was manufactured after implementation.